Event description:
"Dr (B) (6) noticed after normal trocar use that the tip of the cannula had pieces break off into the pt's abdomen. All the pieces were recovered and no adverse effect occurred to the pt. Operation time probably prolonged by approximately 10-15 mins to recover pieces. Pt suffered no injury. Merely lengthened the procedure to retrieve the pieces. All pieces were recovered out of the pt."

Manufacturer narrative:
The incident device was sent to risk mgmt within (B) (6) and not available for evaluation. Applied medical is requesting photos from hosp. A f/u report will be submitted.